Manufacturer narrative:
This is one of four events reported by this patient and the associated manufacturer report numbers are 3003742446-2015-00065, 3003742446-2015-00066, 9616099-2015-00489, and 3003742446-2015-00067. Complaint conclusion: as reported by the patient via medical affairs, on 2003 the patient had a cordis cypher stent, no product code or lot number provided by patient, placed in the lad due to blockage discovered following presenting with pain in shoulder and chest. Beginning (B)(6) 2009, the patient had a cordis palmaz genesis stent placed in left renal artery and physician prescribed unknown "blood thinners", dosage and regimen unknown due to ¿blood pressure was real high and pain in chest" due to a blockage in left renal artery. Outcome of event was not obtained at time of call. On an unknown date, "sometime after 2nd stent placement" patient experienced "one or two" unspecified events which led to a diagnosis of blood clots, "1 or 2 times", locations of blood clots not obtained at time of call. As treatment, physician prescribed " IV and unknown medications, thinners, plavix", dosage and regimen unknown by consumer. Patient was hospitalized 2 -3 days each time. Patient reported he currently takes "bc powder", powdered aspirin, about a half of a packet once a day. It was not obtained if this was started before or after stent placements. No further information was obtained. (B)(4). The cypher device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. (B)(4). The palmaz device remains implanted in the patient. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1107050 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent thrombosis is a known potential adverse event associated with coronary stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in a myocardial infarction and possibly death. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device remains implanted in the patient. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4). Please note that the event date is unknown. Concomitant medical products: concomitant products/devices: unknown blood thinners; "bc powder", powdered aspirin. This is one of four events reported by this patient and the associated manufacturer report numbers are 3003742446-2015-00065, 3003742446-2015-00066, 9616099-2015-00489, and 3003742446-2015-00067.

Event description:
A patient called for medical information and additionally reported adverse events. On 2003, patient had a cordis cypher stent, no product code or lot number provided by patient, placed in the lad due to blockage discovered following presenting with pain in shoulder and chest. Beginning (B)(6) 2009, patient had a cordis palmaz genesis stent placed in left renal artery and physician prescribed unknown "blood thinners", dosage and regimen unknown due to "blood pressure was real high and pain in chest" due to a blockage in left renal artery. Outcome of event was not obtained at time of call. On an unknown date, "sometime after 2nd stent placement" patient experienced "one or two" unspecified events which led to a diagnosis of blood clots, "1 or 2 times", locations of blood clots not obtained at time of call. As treatment, physician prescribed " IV and unknown medications, thinners, plavix", dosage and regimen unknown by consumer. Patient was hospitalized 2 -3 days each time. Patient reported he currently takes "bc powder", powdered aspirin, about a half of a packet once a day. It was not obtained if this was started before or after stent placements. No further information was obtained.